Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported both right atrial and right ventricular leads have histories of noise related to can on lead abrasion. It was also noted that the right ventricular lead was reprogrammed on (B)(6) 2017 due to excessive noise. The right atrial lead exhibited high impedance on (B)(6) 2018. Due to the patient¿s condition and not being device dependent, the physician elected to monitor the patient.